Event description:
The staff adjusted the patient in the bed and placed all side rails up. The nurse heard a loud noise 30 minutes later and found the patient on floor, face down and the right intermediate side rail was down. The patient's CT scan was negative. Initially the nurses stated that bed was in rotation mode, but after reviewing the rotation stats in the gci, the bed was not in rotation and the nurse retracted the statement.

Manufacturer narrative:
The technician tested the side rail latches and could not duplicate the alleged malfunction.